Event description:
Tech alleged that the brake casters no longer hold. No pt impact.

Manufacturer narrative:
The tech found the cause to be normal wear and tear. The tech replaced the head and foot brake casters to resolve the issue.